Event description:
It was reported that the pump has a cracked front and rear housings; needs clock battery and rear label. Unknown/no patient injury.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed top rear label was missing. During functional check, the customer's problem was duplicated. Both rear and front housing were damaged, clock battery was higher than 1500hours and missing rear top label. This was caused by the customer. Rear and front housing assembly, clock battery and rear top label were replaced.